Event description:
The customer reported a falsely decreased sodium result generated on the alinity c analyzer on a patient. Results provided: (B)(6) 2022. Sid (B)(6) = 117 mmol/l, another alinity = 137 mmol/l (normal range: 136-145 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely decreased alinity c sodium results included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances for the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Event description:
The customer reported a falsely decreased sodium result generated on the alinity c analyzer on a patient. Results provided: (B)(6) 2022 sid (B)(4)= 117 mmol/l, another alinity = 137 mmol/l (normal range: 136-145 mmol/l). No impact to patient management was reported.